Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated, the product met release criteria. The account indicated, the use of qualified associated products. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution, during the manufacturing process in order to determine, acceptability per the lens model and diopter. Information was provided, that the (2.25cyl), 19.5 diopter, (1.5 extended depth of focus) lens was replaced with a non-company, 20.0 diopter, non-toric monofocal lens model. The account indicated, the product was not available to evaluate. Additional information was provided, that the patient had pre-existing ocular hypertension and macular drusen. Due to the exchange of a toric-extended-depth-of-field lens to a non-toric-monofocal lens. This may suggest, that the replacement lens model was an improved choice for the patient's vision needs. Due diligence, has been performed in an attempt to obtain further information on this event. The reporter has not responded to requests for follow-up information. File will be reopened, if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry distance vision. Clinical reason was mentioned as intraocular lens power off. The iol was exchanged for another lens model one month following the initial implant procedure. Additional information was received and stated that, there was no patient harm. As per the surgeons opinion, the iol power being off was cause for the events.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).